Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that during prepping for impella implant, the aic had a battery failure alarm. The alarm resolved by resetting the aic. Another aic was used for the case. There was no harm to the patient.

Manufacturer narrative:
Correction: d3, d4, e4.